Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms and had changed infusion sets many times. Customer was not able to lower blood glucose. Customer was not sure if issue was with infusion set, reservoir or scar tissue. Customer's blood glucose was 500 mg/dl. Customer reported of getting sick due to food poisoning. Customer was not able to troubleshoot due to driving. Customer was advised to call is issue persisted.